Manufacturer narrative:
The 2008t hemodialysis (hd) machine was not evaluated at the facility by a fresenius regional equipment specialist (res). However, the biomedical technician provided follow-up information which revealed the following. An electrician performed an on-site evaluation of the outlets. The electrician confirmed that the (B)(6) shutdown due to the machine power plug overheating. All ground outlets were checked and certified; the receptacles passed all tests. The electrician further revealed that there were no issues with the unit¿s power or electrical specifications. No extension cords were in use at the time of the event, and no outlets had multiple machines plugged in. The biomed replaced the power cord to resolve the issue. Following the part replacement, the system was restored to full functionality. The unit has been returned to service at the user facility without a recurrence of the event as reported. The power cord was returned to the manufacturer for examination. The power cord was received by the manufacturer for analysis. A visual examination of the power plug revealed heat damage only on one of the prongs of the plug. The plug also revealed arcing on the prong indicating arcing within the outlet. The solder joints within the plug did not reveal any discoloration or other discrepancies. No electrical testing performed due to the cord being cut flush with plug. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process which could be associated with the reported event. In addition, the device history record (DHR) review confirmed the labeling, material, and process controls were within specification. The investigation into the cause of the reported problem was able to confirm the issue. A visual examination of the returned component revealed that one of the prongs of the power cord was burnt. Therefore, the complaint event was confirmed.

Manufacturer narrative:
(B)(4). The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A biomedical technician (bmt) at a user facility reported that a 2008t hemodialysis (hd) machine shutdown while being setup prior to being used for treatment. No patient was connected to the unit at the time the incident occurred. The exact event date is unknown, however, the biomed technician indicated that it occurred within the 2 to 3 week time period which immediately preceded the (B)(6) 2016 report date. Following the unexpected power down, the biomed performed a visual examination of the system. The biomed found that the power cord overheated which led to the plastic on the plug end melting. The damaged plastic occurred at the connection of the positive lead. The power cord was damaged and no longer functional. No flames or sparks occurred, no smoke was observed, and no burning smell was noted. Follow-up information was provided by the biomedical engineer who revealed the following. An electrician performed an on-site evaluation of the outlets. The electrician confirmed that the gfci shutdown due to the machine power plug overheating. All ground outlets were checked and certified; the receptacles passed all tests. The electrician further revealed that there were no issues with the unit's power or electrical specifications. No extension cords were in use at the time of the event, and no outlets had multiple machines plugged in. The biomed replaced the power cord to resolve the issue. Following the part replacement, the system was restored to full functionality. The unit has been returned to service at the user facility without a recurrence of the event as reported. The complaint device is available to be returned to the manufacturer for evaluation.